Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported senor connection error, green light not blinking. The customer's family member removed the sensor and found the electrode was missing. The customer did not troubleshoot the issue. The sensor will be returned for analysis.